Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a needleless valve was stuck down during an the entire process of drawing labs, which resulted in blood leakage. The product was replaced, and there was no patient harm.